Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that this lead has high chronic thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).